Event description:
It was reported that the patient received an alert for non-sustained right ventricular oversensing. The alert was determined to be false, caused by intermittent loss of capture. Occasional loss of capture was present even at voltages well above the capture threshold. No further action was taken because the patient is not pacemaker dependent. Patient condition was good.